Event description:
It was reported to boston scientific that during the preparation for an endoscopic retrograde cholangiopancreatography procedure (ercp,) the autotome rx sphincterotome catheter was kinked and crimped about 10 cm from the distal end. The physician completed the procedure with another of the same device with no pt complications and the patient is fine.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates can not be determined. A review of the device history record could not be performed since the lot number was not provided in the complaint. Product analysis could not be performed due to the device not being returned, customer has disposed of the device. Based on the event description, the most probable root cause appears to be handling damage.